Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Devices analysis: visual examination: the mmc cup, the ldh head and the taper were received from legal. The zimmer mmc cup shows damage from the revision surgery in the form of scratches and damages of the coating, a small area of coating is missing. Approximately one third of the overall outer surface is covered with remains of bone attachments, whereat all bone attachments are found on the same half of the hemisphere. Clear signs indicating loosening were not identified. The articulation surface was inspected with the low power microscope. On the articulation side, numerous fine and some coarser criss-cross scratches are visible. Signs indicating rim loading were not identified. On the articulation surface of the metasul ldh head there are various areas with parallel scratches close to the equator and along the complete circumference. Nothing to report about the inner surface of the metasul ldh head adapter. The taper shows some imprints on the inner surface, which connects to the stem taper. On the outer surface some indentations can be seen, otherwise, nothing to report. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: based on the given information and the investigation the complaint could be confirmed. The products, the surgical reports and the implant stickers were available for investigation. The surgical notes of the revision surgery state that a large bulge and a pseudocyst were found close to the trochanter major. The loosening of the cup is confirmed by the surgical report. However, no clear indication for loosening was found on the returned cup. Bone attachments were found on the cup surface covering approx. One third of the total outer cup surface. DHR of the products were reviewed. The ncrs found for the mmc cup do not belong to the anchoring surface of the cup, which is responsible for the loosening phenomena. Possible reasons for the cup loosening include deformation of the cup due to setting instrument leading to increased wear, deformation of the cup due to bad bone condition (e.g. Sclerosis), failure of connection between coating (ti-vps) and substrate (cocr), surface not allowing bone on-growth, inadequate planning of the surgery and use of instruments, incomplete seating of the cup and not recognized by the surgeon and cup being implanted in wrong orientation (malpositioning). However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: metasul® ldh®, head, 46, code l, taper 18/20, catalogue#01.00181.460, lot#2533911. Metasul® ldh®, head adapter, m, 0, taper 12/14-18/20, catalogue#01.00185.146, lot#2533196. Femoral stem fiber metal taper collarless 12/14 neck taper size 15 standard body standard neck offset, catalogue#00-7862-015-00, lot#61264806. No trend considering the following event is identified: revision due to loosening, pseudocyst. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient received mmc cup along with metasul ldh head/adapter on left hip in (B)(6) 2010. 5 months back patient experienced pain. X-rays and MRI showed metal debris and cyst. Hence revision was advised by the surgeon, which took place on (B)(6) 2017. Review of received data: revision surgery dated (B)(6) 2017: pre-op diagnosis: failed zimmer mmc porous acetabular component secondary to loosening, large pseudocyst secondary to mom components. Operation: left total hip joint revision arthroplasty. Implanted devices are zimmer g7 acetabular shell, g4 gold, g7 acetabular shell 55 mm, 3 holes, cementless, porous, plasma. Dual mobility acetabular neutrul liner, 46-mm bearing size, and dual mobility active articulation hip system, 28-mm head size and 46-mm bearing size. Surgery was completed with success. Findings: the femoral component was well fixed. Large cyst observed, approximately between 12-13 cm in length and about 9-crn wide, iobulated and subfascial, posterior to the greater trochanter, but entering into the joint. Also, a large cyst was noted anteriorly connecting to the posterior cyst. Other findings revealed very minimal bone ingrowth in the acetabular porous component. No product was returned to zimmer biomet for in-depth analysis. According to the information received, the location is unknown. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: aseptic loosening due to stress shielding: not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening, metallosis due to deformation of the cup due to setting instrument leads to increased wear; possible: the product is not returned for investigation aseptic loosening, metallosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis): possible: the bone quality of the patient is not known aseptic loosening due to failure of connection between coating (ti-vps) and substrate (cocr): possible: the product is not returned for investigation migration of cup leads to loosening, pain due to surface does not allow bone on-growth: possible: the revision report indicates no bone ongrowth migration of cup short and long term , loosening due to inadequate planning and surgical technique, use of instruments: possible: the correct handling of the device is out of the zimmer biomet control. Loosening of implant due to incomplete seating of the cup and not recognized by the surgeon: possible: the x-rays are not provided. Loosening of implant, subluxation due to cup implanted in wrong orientation (malpositioning): possible: the x-rays are not provided. Conclusion summary: only the revision surgery report and the implant stickers were received for investigation. No products were received. The loosening of the cup is confirmed by the surgical report. DHR of the products were reviewed. The ncrs found for the mmc cup do not belong to the anchoring surface of the cup, which is responsible for the loosening phenomena. Possible reasons for the cup loosening include deformation of the cup due to setting instrument leading to increased wear, deformation of the cup due to bad bone condition (e.g. Sclerosis), failure of connection between coating (ti-vps) and substrate (cocr), surface not allowing bone on-growth, inadequate planning of the surgery and use of instruments, incomplete seating of the cup and not recognized by the surgeon and cup being implanted in wrong orientation (malpositioning). However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. (B)(4).

Event description:
A patient was revised 7 years and 10 months post implantation due to pain, loosening and a large cyst measuring 12-13 cm found with yellow fluid.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2010. Currently, the patient is being monitored due to pain, metal debris and cyst.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Surgical reports were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 54 mm/46 mm, code l on an unknown side on (B)(6) 2010. A revision surgery is planned for (B)(6) 2017 due to pain, metal debris, metallosis and cyst.